Event description:
During implant procedure, lead helix exhibited an anomaly during positioning. The stylet also could not be inserted into the lead. The lead was not implanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
(B)(4).